Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. The entire system was explanted due to hematoma with an open suture line leading to infection. An erosion was also noted which exposed the device. There were no additional adverse patient effects reported. The ICD was explanted and the pocket was irrigated with antibiotic solution after removal.